Event description:
It was reported that a cdh25 was used during a gastrectomy. It was reported by the affiliate that there was an incomplete anastomosis. The surgeon hand sewn the anastomosis to complete the case.